Manufacturer narrative:
(B)(4). The customer provided the lot number and therefore the device history record was reviewed. No abnormalities were detected during the manufacturing process and all process requirements were in compliance to requirements. The sample was not received for evaluation. Since no sample was provided, the root cause could not be identified; and no corrective action was determined. If the sample becomes available at a later date, the investigation will be reopened and a follow up report filed. All product must meet product specification and the manufacturing process must comply with manufacturing requirements before final release. In addition, all product is made from qualified material that is inspected and released prior to use. We will continue to monitor complaints for any trends.

Event description:
Nurse had reacted to the gown before, but decided to wear the gown again because she thought she would be fine since the surgery was less than 20 minutes. However, she immediately developed irritation/itching both arms. She was asked to see a physician, and to consult with oh&s. Although she did not miss work and is recovered, the nurse is no longer allowed to "scrub in" for the interim. It is not know if she is being treated topically or systemically. No additional information about the nurse is available.